Event description:
The manufacturer received information alleging a ventilator fails to charge its internal battery. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. "Service required" codes related to the internal battery were found in the ventilator's downloaded error log. The patient has since expired. The reporter of the event confirmed the event was not related to the ventilator. The device was returned unrepaired as per the customer.